Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photos identified encapsulation, red particles in the shell, and an opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "\ dense fibrous tissue lined with synovial metaplasia," "large hystiocytic and partly giganto-cellular infiltrate", "some small lymphocytic clusters device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, encapsulation and broken on radius and posterior. A visual and microscopic analysis was performed which identified: crease sharp broken on radius, missing shell on posterior (0-25%) wear abrasion and crease fold. Base on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9 , h.3, h.6.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "\ dense fibrous tissue lined with synovial metaplasia," "large hystiocytic and partly giganto-cellular infiltrate", "some small lymphocytic clusters¿ device has been explanted.